Event description:
It was reported that during an unspecified surgical procedure, it was observed the motor died on the motor device. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor makes an unusual noise and was vibrating indicating that the motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.